Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The reported issue could not be confirmed as the device was withing the standard. The downstream occlusion sensor was re-calibrated as a preventative measure.

Event description:
It was reported that the device exhibited frequent downstream occlusion alarms. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.